Event description:
The user facility reported they experienced unexpected table movement during a surgical procedure when using the hand control to a 3080 surgical table. The patient was transferred to a different table and the procedure completed successfully. No injuries were reported.

Manufacturer narrative:
Investigation remains in process. A follow-up report will be submitted when additional information becomes available.